Manufacturer narrative:
Result: 37 pin cable.

Event description:
It was reported in a service report the 37pin cable was damaged. It is unk if there was pt involvement or adverse consequences to report.